Event description:
The pt underwent diagnostic angiography. The cardiologist attempted arteriotomy closure using the closer tsl6 fr device. The site of entry was a side stick and higher than the common femoral artery. The groin was scrarred and the artery was heavily calcified. The device was inserted with difficulty and good marking could not be obtained. The device was removed and a second device was inserted. Access was easier and good marking was obtained. The cardiologist performed a blunt dissection to increase tract because of scarring at the site of entry. The device was pulled back and the plunger deployed. Resistance was encountered and the physician reported hearing a snap when pressing on the plunger. The plunger was removed and both needles presented without cuff capture. The handle was lowered but the device was caught in the artery and could not be removed. The pt was taken to surgery for device removal. In surgery, it was confirmed that the device had fractured. A vascular surgeon cut the actuator wire and the proximal section and foot of the device were removed. The sheath was not at the site of entry, but was visualized in the mid iliac to distal aorta arteries. A second arteriotomy was performed and a snare was used to capture the sheath and remove it. The arteriotomy was surgically closed and the pt recovered without further incident.